Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. On (B)(6) 2026 the skin reaction occurred which included symptoms at the site included redness, pustules, and pain at the puncture site. No bg or cgm values were specified. Over the following 4-5 days the site worsened. She was admitted to the hospital for treatment of an infection in the area on approximately (B)(6) 2026 or (B)(6) 2026. The patient did not remember the exact date. There were pustules in the insertion site and her bg increased to over 800 mg/dl. The area was incised and drained. Treatment included unspecified antibiotics, and she had frequent dressing changes at the site. Two days later she was discharged home. After discharge at a follow up appointment on (B)(6) 2026, her primary hcp determined the infection was resolving and the area was healing. At the time of the report on (B)(6) 2026 she was in good condition. No other patient or event details were available. Data was received ed as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.